Manufacturer narrative:
(B)(4).

Event description:
It was reported that during procedure, the ra and lv leads were dislodged. Leads were explanted and replaced. Patient condition before and after the procedure was stable.